Event description:
It was reported that the patient was having difficulty charging and maintaining the implantable pulse generator (ipg) charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted ipg was not returned per facility policy.

Manufacturer narrative:
Correction to the initial MDR in blocks b1, b5 and h6.

Event description:
It was reported that the patient was having difficulty charging and maintaining the implantable pulse generator (ipg) charged. It was also reported that despite of optimizing the program, patients pain returned. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per facility policy.

Event description:
It was reported that the patient was having difficulty charging and maintaining the implantable pulse generator (ipg) charged. It was also reported that despite of optimizing the program, patients pain returned. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per facility policy.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.correction to the initial MDR in blocks b1, b5 and h6.